Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed sensor end. The customer's blood glucose reading was 406 mg/dl at the time of incident. The customer could not recall any significant events leading to the alarm. The customer declined to troubleshoot for high blood glucose but troubleshooting assisted with the sensor and appears that issue was resolved.